Event description:
It was reported that the patient presented to the emergency room (ER). Upon device interrogation high impedance was noted on the right ventricular (rv) lead. Noise with pocket manipulation and isometrics in both bipolar and unipolar configurations was also noted, as well as loss of capture with movement. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 implantable pulse generator, (B)(6) 2012. (B)(4)